Event description:
The event is reported as: the customer alleges that the unit would not power up during pre-testing.

Manufacturer narrative:
Per DHR (device history record) the product concha neptune, serial # (B)(4) was manufactured on 05/23/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.